Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
A consumer reported they were getting poor communication with the patient programmer and implantable neurostimulator (ins). They unplugged the antenna and tried over the patient's skin. The consumer mentioned they had to roll over the patient and it was suspected they might not be placing it in the right area. The patient was in the ER at the time of the report. Family members were not sure, but they think the patient had a stroke. They will be doing procedures and tests on the patient and will need the ins off. During the report they were not able to get the patient programmer to connect with the ins to turn it off. It was noted that the patient was "out of it" and incoherent; a stroke was suspected. Consumer was given number to manufacturing representative to page for help. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.